Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info stating the battery on the customer's pump does not hold a full charge that roughly lasts for one day. The issue impacted the customer's blood glucose level.